Event description:
It was reported to ventec that the device continuously rebooted by itself. In this state, the device was inoperable. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a split/tear in its poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.